Manufacturer narrative:
Interrogation of the pump determined it was used to infuse sufentanil 600.0 mcg/ml at 139.92 mcg/day, clonidine 600.0 mcg/ml at 139.92 mcg/day, dilaudid 10.0 mg/ml at 2.332 mg/day, marcaine 10 mg/ml at 2.332 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #703138288:analysis information -- (B)(6) 2019 10:57:47 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. Device evaluated by MFR: the pump was returned, and analysis found wear to the o-ring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider and manufacture representative reported the patient was receiving morphine via an im plantable pump. The indication for use was non-malignant pain and failed back syndrome-other. It was reported the patient went to the emergency room with overdose symptoms. It was noted one week ago the patient had their pump refilled. The patient had a history of delirium and roughly two weeks ago the patient experienced delirium and for the past 24 hours it had been getting worse. This morning the patient was found on the kitchen floor completely obtunded on (B)(6) 2019. The manufacture representative reported they confirmed the pump status and that all programming looked correct except that in the event logs there were multiple motor stalls and recoveries. It was noted the multiple motor stalls and recoveries began on (B)(6) 2019 via the event logs. There were also stalls and recoveries from (B)(6) 2019 but the patient did have an MRI on that day. The pump was currently not stalled.